Manufacturer narrative:
No unexpected insulin flow blocked alarms or occlusion anomalies noted during testing. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced insulin flow blocked alarm. The customer's blood glucose value was unknown. The customer stated that the tubing was not bent or kinked. The customer was not able to clear the alarm after troubleshooting. The product was returned for analysis.